Event description:
Patient reported via regulatory agency they underwent xen®45 gts implantation in left eye. During implantation, fluid in the eye was reported. Upon waking from anesthesia, patient reported complete blindness. Patient stated hcp suspects the blindness was caused by mitomycin c imbedded in the stent, which caused the ciliary body to shut down resulting in zero eye pressure. On pod1, surgical treatment was performed to washout mmc and restore pressure, but iop did not improve. On pod13, xen®45 gts was explanted. Later, surgery was performed to inject gas in the eye to maintain pressure. Then, vitrectomy was performed and the gas was removed and replaced with silicone. Patient stated symptom has not resolved and still experience ocular pain.

Manufacturer narrative:
Further information regarding event details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported via regulatory agency they underwent xen®45 gts implantation in left eye. During implantation, fluid in the eye was reported. Upon waking from anesthesia, patient reported complete blindness. Patient stated hcp suspects the blindness was caused by mitomycin c imbedded in the stent, which caused the ciliary body to shut down resulting in zero eye pressure. On pod1, surgical treatment was performed to washout mmc and restore pressure, but iop did not improve. On pod13, xen®45 gts was explanted. Later, surgery was performed to inject gas in the eye to maintain pressure. Then, vitrectomy was performed and the gas was removed and replaced with silicone. Patient stated symptom has not resolved and still experience ocular pain.